Event description:
The user discovered questionable calcium results for serum and urine patient samples when a physician called and complained about high results. On (B)(6) 2010, the user repeated testing on this analyzer or another p module analyzer. Of the provided data, the results for five patient serum samples were discrepant. All results are in mg/dl. Patient sample 1 initial result was 20.5 and the repeat result at another lab was 10.0. The repeat result at this laboratory was 10.0. Patient sample 2 initial result was 16.5 and the repeat result was 9.6. Patient sample 3 initial result was 13.9 and the repeat result was 10.8. Patient sample 4 initial result was 6.5 and the repeat result was 8.3. Patient sample 5 initial result was 7.1 and the repeat result was 5.7 with a data flag. The erroneous results had been reported outside the laboratory. The user did not know if the patients were adversely affected. The calcium reagent lot number was 62763501. The field service representative was unable to determine a cause and stated the cell rinse water level was possibly too low or the heat cut filter was starting to delaminate. He checked the system operation, adjusted the cell rinse water level, replaced the heat cut filter and adjusted the gear pump pressure. To verify the analyzer operation, the user ran quality control with results within the expected range and ran precision testing.